Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve had migrated and pulled the ventricular catheter out of the ventricle. According to the report, the patient underwent a revision to place the catheter back in the ventricle. Reportedly, the there was no injury to the patient and they were stable following the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.